Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 02-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient. It was reported that the patient had a fall shortly after their implementation surgery. The patient complained of having a loss of sensation in their legs, and increased back pain and leg numbness since the surgery and fall. The patient was to have an MRI on the day of the report to check for hematoma. It was noted that they also might need to have an x-ray to check the lead placement. No further complications were reported or anticipated. Additional information was received from the manufacturer representative (rep) 2020-02-18. There was no hematoma on MRI but surgeon decided to remove device because of continued discomfort. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that they are not aware of the patient¿s weight. They stated that the explanted devices were not returned, as they believe they were discarded by the physician. The rep is unsure weather the issue has been resolved at this time, nor if there was a cause determined. No further complications were reported or anticipated.